Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shunt system (#fx413t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt showed a under-drainage and blockage. The patient underwent a revision procedure performed on (B)(6) 2023. The complainant device has not yet returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 2 years, 6 months. Weight: 10.4 kilograms. Height: 82.7 centimeters. Gender: male. Same event as # 3004721439-2023-00312 and # 3004721439-2023-00313.

Manufacturer narrative:
Manufacturing site evaluation: visual inspection: during the investigation, scratches on the outer housing of the valves , but no significant deformations or damage was determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 is operating not within the accepted tolerance in the horizontal position. The shuntassistant is operating within the specified tolerances in the vertical position. An accelerated outflow of progav 2.0 could be determined. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves. To make the proteins / deposits in the shunt system more visible, they were colored using a staining solution. Results based on our investigation results, we can determine an accelerated outflow and a non-adjustability at the progav 2.0. The visible deposits in the valve may have led to the functional impairment. Deposits could be found in the shuntassistant, but no functional abnormalities were detectable. Deposits caused by substances naturally present in the patient's bodies, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.